Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the connection of the catheter and hub of a bd intima-ii¿ closed IV catheter system. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record could not be reviewed because the lot number was not submitted and could not be observed on the device received. The physical sample was subjected to a leakage test at 45 psi, a leak was noted to exist at the top of the catheter adapter. Dissection of the device could not reveal abnormalities in the metal wedge, the surface was smooth and the dimension of the metal wedge was with in specification. The failure mode is related to the manufacturing process, however based on the observations made by the investigator could not determine the root cause.